Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 771 mg/dl. The customer experienced vomiting and dehydration. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer later called to request a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.